Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/21/2020, electrode belt: 11/29/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home prior to passing. It was reported that the patient's passing was cardiac related. The patient experienced an appropriate treatment on the day of passing. Per clinical review of the available ECG data, an arrythmia was detected from 14:00:20 to 14:00:45. ECG shows a sinus rhythm at 80 bpm degrading to ventricular tachycardia (vt) at 140 bpm with motion artifact. The rhythm then degrades to ventricular fibrillation (vf) with motion artifact. The device properly detected vt. However, the heart rate was below the threshold for treatment. The device properly detected vf. However, response button use, and motion artifact prevented the lifevest from treating the patient from 14:00:20 to 14:01:29 on (B)(6) 2020. It is unclear who was pressing the response buttons. The patient experienced an appropriate treatment at 14:03:05 on (B)(6) 2020. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was asystole for 12 seconds which transitioned to sinus bradycardia at 40 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Asystole was detected eight times from 14:19:19 to 14:39:36. ECG shows a sinus bradycardia at 20 bpm degrading to asystole with intermittent cardiac activity. The rhythm then degrades to asystole. The patient was in asystole from approximately 22:04:44 on (B)(6) 2020 until the device shutdown at 01:58:18 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.